Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient got little bit of burn on the back side. The procedure was completed with the same unit.